Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a "cosmetic defect". The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.